Event description:
It was reported that an ilet touchscreen was cracked, resulting in half the screen being unresponsive and the device no longer functioning; the device component involved was the touchscreen, and the medical device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.